Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elective replacement indicator (eri) was noted on the implantable pulse generator (ipg). Possible premature battery depletion was noted. Possible low impedance was noted on the right atrial (ra) and right ventricular (rv) leads. An ra lead warning was noted which occurred on the day of the last generator changeout procedure. An rv lead warning was also noted. High outputs noted. The patient had been lost to follow since previous changeout. A device changeout and rv lead revision is expected. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.